Event description:
It was reported that the stent had been rupture when the package was opened.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The ureteral stent was returned with the opened original packaging. An evaluation of the physical sample was completed by futurematrix on 28mar2023. A photo sample was submitted which showed the stent broken into two separate pieces. Evaluation of the physical sample confirmed the separation on the body of the stent; the separation looked similar to what is seen when the material cut due to the indentation of the material and the material had no stretching or discoloration. The sample passed all dimensional requirements per cd-7090-xx; the outer diameter of the stent was measured at 0.0793" using a laser micrometer, the tip inner diameter measured 0.043" with a pin gauge. A 0.038" guidewire passed through the sample with no resistance. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the stent had been rupture when the package was opened.